Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21238. The pt received two scs leads with the same lot number. It was reported the pt experienced soreness at the ipg site due to 'low weight'. Additionally, the pt experienced ineffective stimulation. The pt wants the scs system explanted.